Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message and a signal loss issue was reported with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as severe hypoglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with both a third-party and a healthcare professional who provided glucose (1500 mg/5%) as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message and a signal loss issue was reported with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as severe hypoglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with both a third-party and a healthcare professional who provided glucose (1500 mg/5%) as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported a ¿replace sensor¿ error message and a signal loss issue was reported with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as severe hypoglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with both a third-party and a healthcare professional who provided glucose (1500 mg/5%) as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.